Event description:
Approximately 10 days prior to endovascular repair of a descending thoracic aortic aneurysm, the patient underwent revascularization of the visceral vessels with conduit placement. In 2006 after removal of thrombus and blood clots in the conduit, the gore tag thoracic endoprostheses were implanted. Postoperatively, the patient had an infarction of the bowel which was successfully treated by further open surgical revision. The physician believes that thrombus was released inside the conduit from manipulation of the tag devices, a 24 fr gore introducer sheath, and/or the gore tri-lobe balloon catheters which caused the bowel infarction.